Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2011. During a new hernia repair procedure in (B)(6) 2012, it was noted that the mesh had adhered to the small intestine. The surgeon needed to resect the area. Additional information has been requested.

Manufacturer narrative:
(B)(4). Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03104. The same patient is represented in each medwatch.